Event description:
Patient came for ivc filter removal. Crna brought patient to cvc ir with all staff was present and timeout was completed. Once procedure began, physicians involved were having difficulty removing filter and tried many attempts to retrieve. Finally after removing filter physician applied direct pressure and requested cvc or team to help with chest tube placement for hemothorax. Patient simultaneously began to desat in the 70s and physician requested patient be intubated. Involved parties called overhead page for anesthesia team to room stat as patient became very hemodynamically unstable. Additional information: decedent died after removal of ivc filter. Family declined autopsy. Death certificate completed by medical examiner.